Event description:
The customer reported that intermittently the monitors will not power up but the system still makes x-rays. After a reboot the system operates as intended.

Manufacturer narrative:
This ge service rep repaired the monitors not powering up. He replaced the system interface board that was not holding the brightness/contrast calibration files. The system is now operating as intended.